Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the patient started radiation treatment for cancer on (B)(6) 2017. It was noted that he went every day. The patient turned the implantable neurostimulator off because the patient wouldn¿t do much walking and ¿didn¿t need it.¿ the patient would get the radiation treatment, come back to the motel, and then go to bed. When the patient was in pain, the patient would take a pain pill. When the patient did use the implantable neurostimulator, the patient couldn¿t walk with the implantable neurostimulator on. This had been occurring since (B)(6) 2017. The health care providers at the cancer treatment center were made aware of the implantable neurostimulator and the patient and family member of the patient were told that the radiation treatment ¿wouldn¿t bother¿ the implantable neurostimulator. The patient thought that ¿they zapped the machine¿ (implantable neurostimulator) during the radiation treatment because no matter how long they charge the implantable neurostimulator using the implantable neurostimulator recharger, the implantable neurostimulator¿s battery does not charge. When they try to charge the implantable neurostimulator using the implantable neurostimulator recharger, they get all 8 boxes shaded and will sit here for an hour and a half to two hours (usually the patient charges longer than that), but the implantable neurostimulator battery does not move (¿it¿s like it¿s never been charged.¿) as troubleshooting/interventions taken, they started a charge session. 8 coupling boxes were noted, and the implantable neurostimulator battery was blinking on the first quartile. It was noted that the patient ¿needs¿ the implantable neurostimulator now because he is hurting bad which had started occurring the night prior to the report on (B)(6) 2017. The patient was redirected to their health care provider for in-depth troubleshooting and to potentially pull charging statistics from the implantable neurostimulator recharger. It was unknown when the implantable neurostimulator started to not take a charge. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the patient started radiation treatment for cancer on (B)(6)2017. It was noted that he went every day. The patient turned the implantable neurostimulator off because the patient wouldn¿t do much walking and ¿didn¿t need it.¿ the patient would get the radiation treatment, come back to the motel, and then go to bed. When the patient was in pain, the patient would take a pain pill. When the patient did use the implantable neurostimulator, the patient couldn¿t walk with the implantable neurostimulator on. This had been occurring since (B)(6) of 2017. The health care providers at the cancer treatment center were made aware of the implantable neurostimulator and the patient and family member of the patient were told that the radiation treatment ¿wouldn¿t bother¿ the implantable neurostimulator. The patient thought that ¿they zapped the machine¿ (implantable neurostimulator) during the radiation treatment because no matter how long they charge the implantable neurostimulator using the implantable neurostimulator recharger, the implantable neurostimulator¿s battery does not charge. When they try to charge the implantable neurostimulator using the implantable neurostimulator recharger, they get all 8 boxes shaded and will sit there for an hour and a half to two hours (usually the patient charges longer than that), but the implantable neurostimulator battery does not move (¿it¿s like it¿s never been charged.¿) as troubleshooting/interventions taken, they started a charge session. 8 coupling boxes were noted, and the implantable neurostimulator battery was blinking on the first quartile. It was noted that the patient ¿needs¿ the implantable neurostimulator now because he is hurting bad which had started occurring the night prior to the report on (B)(6)2017. The patient was redirected to their health care provider for in-depth troubleshooting and to potentially pull charging statistics from the implantable neurostimulator recharger. It was unknown when the implantable neurostimulator started to not take a charge. There were no further complications reported. (B)(6)2018 crts(B)(4) (con): additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator had gotten hot a couple of times during radiation therapy in (B)(6) of 2017. They turned it off and left it off. When they turned it back on, it did not work right, so they called a manufacturer representative who ¿monkeyed with it¿ and it needed a jump start around (B)(6) of 2017. Since then, the patient has too much pain. They thought that they needed to change a setting a or b. The patient was going to be in the city for an unrelated appointment and wanted a manufacturer representative to check the device to possibly change programming while they were there. There were no further complications reported.